Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced loss of therapy, and imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2026, during which the lead was replaced to address the issue. During the procedure, a lead fractured during removal, and a portion of the lead remained within the ipg header, necessitating replacement of the ipg.